Event description:
A malfunction alarm, identified as code malf 0, was reported by the customer with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted the customer in resetting the pump, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if any malfunction code reappears, which the customer acknowledged and understood.